Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker provided an expected remaining longevity of two years. An unrelated surgical procedure was completed and during pre-discharge interrogation it was found a sudden drop in battery longevity had occurred and this device was recommended to be explanted. Subsequently, this device was explanted. Another pacemaker was implanted to complete this procedure. This device is expected to be returned but has not been received at this time. No additional adverse patient effects were reported.